Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged moisture was behind the display screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: on investigation, moisture was confirmed in the display. Leak testing showed moisture ingress at the display lens. Moisture was also found throughout the pump¿s interior compartment affecting the printed circuit board and the motor assembly. There was no moisture found inside the battery compartment. Investigation duplicated the complaint.